Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post procedural, low blood pressure. It was further reported that, during the implant procedure, the pacing lead exhibited high thresholds. The pacing lead was attempted/not used and replaced. Postoperatively, the replacement pacing lead exhibited increased pacing frequency. The replacement pacing lead remains in use. No further patient complications have been reported as a result of this event.